Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 309646 batch no.: 9008864. It was reported there was estimated 0.1ml of clear viscous liquid in the syringe when the sterile packaging was opened. We actually have the syringes in our possession and have recalled all of the lots in our supply chain.

Manufacturer narrative:
Investigation summary: four 5ml syringes in opened packages from batch #9008864 (p/n 309646) were received and visually evaluated. The plunger was pulled back to evaluate the fluid path. All four syringes exhibited excessive presence of silicone on walls and bottom of the barrel and pooling on the stopper. Three of the syringes had silicone leak from the tip and transfer to the inside of the packaging and on the outside of the barrel ¿ a clearly excessive amount of silicone per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the excess lubricant presence defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9008864 is considered in compliance with our product specification requirements. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 309646, batch no.: 9008864. It was reported there was estimated 0.1ml of clear viscous liquid in the syringe when the sterile packaging was opened. We actually have the syringes in our possession and have recalled all of the lots in our supply chain.